Event description:
The owner of (B)(6) - called to report a patient who received dysport on (B)(6) 2025 and is reporting 10 days after that a "morphea indentation" is now appearing above the left eyebrow. Med spa owner was concerned that the silicon that the syringes are manufactured with is the cause to the morphea indent. There were a total of 3 syringes from lot 69826 used on the patient in one sitting to receive the dysport. Patient received 5 injections around eyes and brows and 10 injections into forehead area. Med spa owner wants mhc to tell her how to treat the morphea and how long the indent will last on patient's skin. Owner of medspa was contacted via email by mhc's general counsel advising that the medspa will be responsible for providing medical advice and proper treatment.

Manufacturer narrative:
Cause of complaint traced to unintended use of device.